Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2implantable collamer lens of diopter -6.0/+1 .0/174 (sphere/cylinder/axis) into the patient's right eye (od) in (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, length lens and the problem was resolved. Status of the eye: "patient will be closely monitored" and "patient is happy". The reporter indicated the cause of the event is unknown. H6- health effect- impact code: "2199" should be removed and "4627" should be added. H6- medical device problem code: "2993" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found haptic bent. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Additional data: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.00/+1.0/174 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).